Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: lot number 31cwya is not recognized in our system would you please verify if correct? We are following with sales rep for correct let. What tissue was being approximated or sutured when it broke? Unknown. Procedure name and date? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke at the time of knotting when sewing. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.